Event description:
It was reported that during a hand-assisted laparoscopic sigmoid colectomy, the device was used without issue during the procedure. Donuts looked satisfactory. Air leak test was performed and was satisfactory. Patient leaked a little over one week post-operatively. The doctor placed drains, did a CT scan, and is monitoring patient. Case completed as normal. No device will be returned.

Event description:
It was reported that during a hand-assisted laparoscopic sigmoid colectomy, the device was used without issue during the procedure. Donuts looked satisfactory. Air leak test was performed and was satisfactory. Patient leaked a little over one week post-operatively. The doctor placed drains, did a CT scan, and is monitoring patient. Case completed as normal. No device will be returned.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. This report was sent as an initial report, received duplicate error report. Resent as follow-up report (B)(4) 2015.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation.